Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during the middle of the laser procedure after 150 shots. The nurse turned the laser key off and on, but the laser remains disabled and laser icon is grayed out. The system was rebooted a few times but the system message would not clear. The system was switched out to complete the case with a 10-15 minute. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).